Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs) and occipital neuralgia. It was reported the ins was in a bad location and was hitting everything like her belt and stuff. The ins was replaced in 2005. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient (B)(6) 2018. The patient's weight was (B)(6) pounds. No further information/complications were reported.